Event description:
The customer reported the heart rate data was observed to be incorrect for hours. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.